Manufacturer narrative:
One device was received for investigation. The reported complaint could not be duplicated. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, upon startup, the device did not cycle for inhalation or exhalation, and delivered a continuous flow of oxygen. The event occurred before patient use. There was no patient involvement.